Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to patient anatomy (small atrium, flail and prolapsed posterior leaflet). Additionally, mitral regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. One clip (20208r201) was successfully implanted, and the mr was reduced to grade <1. On 20-jan-2023 a discharge echocardiogram was performed and revealed the clip detached from the posterior leaflet, bringing the mr back to grade 4. On 24-jan-2023 a secondary procedure was performed to treat the recurrent mr and stabilize the slda clip. A second clip (20208r236) was implanted successfully. A medial jet remained so a third clip (20331r148) was prepared. Upon grasping with the third clip the pressure gradient increased to 6 mmhg. The physician was not satisfied with the high gradient, so the clip was removed from the patient and the gradient returned to baseline. The procedure was then concluded with a resulting mr of grade 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.